Manufacturer narrative:
Additional information: a review of the related device history records indicate the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two other complaints for the reported issue. The returned probes was visually inspected and was deemed nonconforming. The needle is bent at approximately 20 to 25 degrees. Actuation testing was performed and deemed nonconforming. The cutter remained in the open position, with no movement of the cutter. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the bent needle. Wear marks are present at the bend area of the inner cutter. The root cause for the poor probe functionality appears to be from a combination of the probe being bent and the probe being used in surgery for approximately 20 minutes. No specific action with regard to this complaint was taken because the reason for the complaint issue was due from user handling during its surgical use. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter would not cut properly and sounded weird during a vitrectomy procedure. The product was replaced and the procedure completed with no patient harm. Additional information and sample has been requested.